Event description:
As reported, the 84 y/o female patient had an original exactech right tha performed on (B)(6)2016. The patient presented back to surgeon's office with complaints of pain, instability, and dissatisfaction with their right hip replacement. The patient presented back to the provider with a dislocated prosthesis. The patient had a recalled hip poly liner. The patient was scheduled for a hip revision possible femoral head and acetabular liner swap on (B)(6)2023. The patient underwent an acetabular liner and femoral head swap. During the first liner implantation, the liner did not lock in the position that the surgeon wanted it to be in. He removed the liner, and a new implant was opened and re-implanted in the desired position. There are two liners shown on the picture and the darker colored liner in the picture is the new xle vitamin e liner that was taken out due to position and a new one was replaced. Patient was revised to novation xle lipped liner g2 36mm, biolox option head 36mm, biolox option adapter +0mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the devices were discarded by the facility.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6) - 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups. (B)(6) - 142-32-00 - cocr fem head 32mm +0 offset 12/14. (B)(6) - 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6) - 188-00-08 - wedge plasma s/o sz 8.